Event description:
Patient contacted dexcom technical support on 07/13/2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the finger stick (fs). The sensor was inserted on (B)(6) 2015, and the inaccuracy was noticed on (B)(6) 2015. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).